Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that a male patient was having an intra-aortic balloon (iab) catheter inserted and upon inflation the iab would not inflate. The catheter was removed and replaced successfully. There was no patient death, injuries or complications noted. The patient outcome is fine. Additional information received on 01/26/201 from the distributor stated that the same insertion site was used and there was no difficulty inserting the iab. This occurred after insertion and the iab did inflate some.